Event description:
Failed self test out of box.

Manufacturer narrative:
(B)(4). Failed self test out of box. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.